Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt is experiencing pain at her ipg site. The pt has not charged her ipg in six months and is requesting her scs system to be removed.